Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The suspect device was not yet returned for evaluation so no root cause can be establish as of now.

Event description:
The customer reported that the 3100a ventilator failed to build pressure. The customer confirmed that there was no patient involvement that was associated with the reported event.